Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing the first ruby coil past the hub of the lantern and it was noted that the ruby coil would not advance much farther into the lantern. The ruby coil was therefore removed. The physician then attempted to advance a second ruby coil through the lantern, and the same issue occurred. Upon removal of the second ruby coil, the physician realized that there was a kink near the hub of the lantern. The lantern was therefore removed, and the procedure was completed using a new lantern, the same two ruby coils, and additional ruby and pod coils. There was no report of an adverse effect to the patient.